Event description:
It was reported that during the implant procedure, the lead had abnormally high impedance and noise was seen on the device. There was also blood seen within the lead the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the outer tubing of the lead was breached. It was also noted that there was apparent explant damage to the lead.